Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the customer ordered the medium philli cervical collar and received a large inside a medium collar bag. There was no patient harm or delay reported, and the procedure was completed with an alternate device.